Manufacturer narrative:
On 12/18/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device and no foreign material was observed on the shell surface. During evaluation the device a rent within crease was observed on the posterior aspect, measuring approximately 0.1 cm. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device, such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor smooth round moderate profile 375cc, catalog number 3501660, serial number (B)(4), lot number 5927251. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 375cc breast implants experienced deflation post-operatively on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on 12/11/2018 indicated that the patient underwent bilateral removal and replacement with saline mentor smooth round moderate plus profile 450cc, catalog number 3502450, serial number (B)(4), lotn umber 7553469 (l) and serial number (B)(4), lot number 7589403 (r) on 10/26/2018. (B)(4).